Event description:
The customer reported three (3) patients had erratic sodium (na) results on their au680 clinical chemistry analyzer. The customer repeated the samples and with normal results. The customer indicated two patients had results reported out of the laboratory, however, they were amended later. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for these patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and observed bubbles were in the sample pot from the buffer prime. The fse replaced the buffer valves to resolve the issue. The fse performed calibration, precision test and quality control, which all passed. The fse verified the analyzer had no bubbles and resumed to normal operation. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).